Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported phenomenon (image flickering when plugged in) was confirmed. In addition, the following non-reportable phenomenon was identified: failed leak test from video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that image is not displayed due to connector damage, which caused internal flooding and destroyed the electronic circuitry. The cause of the damaged connector could not be identified. Damage to the connector can be prevented by following the instructions for use which states: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the image with the hd camera head was flickering when plugged in. There was no harm or user injury reported due to the event.